Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable.